Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and no capture on the atrial channel. An x-ray revealed the lead was not fully inserted into the device header. A revision procedure was performed and the atrial lead was secured in the device header and all lead diagnostics were appropriate. No additional adverse patient effects were reported.